Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Review of the transmission revealed alert issues due to a diagnostic anomaly. No intervention was reported and the patient is in a stable condition.

Manufacturer narrative:
The reported complaint of the af burden alert not triggering in july was not confirmed. Based on the information provided via device records, it was determined that the alert was not triggered because there was less than 48 hours of atrial fibrillation. However, in the august session record, an alert should have been triggered. This was due to a firmware issue where a flag gets stuck which prevents new alerts from triggering. The stuck flag was cleared when the atrial sensing was turned off and on in december, which led to an alert being correctly triggered later on that month.